Manufacturer narrative:
An event of malposition of device, perivalvular leak, aortic valve insufficiency/ regurgitation, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for procedure during a transcatheter aortic valve implantation using a large flexnav delivery system. At the beginning of the procedure prior to the device entering the patient, ventricular fibrillation occurred, possibly due to the insertion of a wire. The patient was treated with a direct current (dc) shock. A pre-implant balloon valvuloplasty was performed with a 20mm non-abbott balloon with 1 inflation. The valve was re-sheathed once before being implanted. Once the valve was implanted, moderate perivalvular leak was noted. A post-implant balloon valvuloplasty was performed with a 25mm non-abbott balloon with 1 inflation. The patient went into a complete atrioventricular heart block. A temporary pacemaker was used, but a permanent pacemaker was not required. The distance from the non-coronary cusp to the ventricular end of the frame was 7.09mm. The distance from the left coronary cusp to the ventricular end of the frame was 6.60mm. The aortic annulus diameter was 24.7mm, area was 464mm^2, and perimeter was 77.9mm. There was sufficient calcium to allow sealing. The calcium distribution was predominantly on the left coronary cusp and non-coronary cusp. There was no noted anatomical or tissue/calcium interference affecting expansion. On 19 may 2023, the patient experienced a left bundle branch block during hospitalization. No treatment was required. The patient status was reported as stable.

Event description:
Clinical information: (B)(4) vantage ide study, patient site ID: (B)(6) (r755006101, r755006901, r756356701). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for procedure during a transcatheter aortic valve implantation using a large flexnav delivery system. At the beginning of the procedure prior to the device entering the patient, ventricular fibrillation occurred, possibly due to the insertion of a wire. The patient was treated with a direct current (dc) shock. A pre-implant balloon valvuloplasty was performed with a 20mm non-abbott balloon with 1 inflation. The valve was re-sheathed once before being implanted. Once the valve was implanted, moderate perivalvular leak was noted. A post-implant balloon valvuloplasty was performed with a 25mm non-abbott balloon with 1 inflation. The patient went into a complete atrioventricular heart block. A temporary pacemaker was used, but a permanent pacemaker was not required. The distance from the non-coronary cusp to the ventricular end of the frame was 7.09mm. The distance from the left coronary cusp to the ventricular end of the frame was 6.60mm. The aortic annulus diameter was 24.7mm, area was 464mm^2, and perimeter was 77.9mm. There was sufficient calcium to allow sealing. The calcium distribution was predominantly on the left coronary cusp and non-coronary cusp. There was no noted anatomical or tissue/calcium interference affecting expansion. On (B)(6) 2023, the patient experienced a left bundle branch block during hospitalization. No treatment was required. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.